Event description:
The surgilav irrigator tubing and wire connecting battery pack were cut and battery pack was placed on a cart. While on cart (not in use) device exploded and expelled ash like material.